Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? Were there any patient consequences? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a upper limb vascular exploration surgery under local clear anesthesia procedure on (B)(6) 2025 and suture was used. During the procedure, the patient was admitted to the emergency surgery department due to a "right-handed cutting injury lasting more than 10 minutes". After a physical examination, the doctor performed surgery on the patient and sutured the wound. The doctor needed to use suture to suture the wound. During the suture process, the problem of pulling off suture needle happened, and the doctor immediately replaced the suture to complete the patient's suture treatment. No adverse patient consequences were reported. Additional information was requested.